Event description:
Champion study. It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. Prior to the procedure aspirin (81mg) was administered. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The procedure was successful with the closure device implanted in the laa of the patient with a complete seal and deployed device diameter of 26.1 mm. The patient was discharged home on apixaban (10mg) and aspirin (81mg). 1 day post procedure, the patient had developed some pleuritic chest pain. 2 days post procedure, the patient presented to the hospital with the complaint of chest pain which was fairly sharp and radiated to the neck and left arm. The pain worsened by deep breathes or bending over. Upon evaluation, the patient was found to be in atrial fibrillation with rvr. Transthoracic echocardiogram (tte) revealed the presence of circumferential small to moderate pericardial effusion of size 10 mm by the right ventricle, however there was no pleural effusion. There was mildly increased left ventricular wall thickness and the visually estimated ejection fraction was 70%. The patient was hospitalized, and the physician performed a pericardiocentesis. The physician removed 250cc darkish blood from the patient. Repeat tte revealed no residual pericardial effusion with left ventricular systolic function moderately decreased to 35%. The drain was then removed with caution and 4x4 manual pressure was placed over the hole and hemostasis was achieved. The patient was monitored overnight and was started on colchicine 0.6mg twice a day with anticoagulation held for overnight. 3 days post implant procedure the patient was discharged to home in stable condition on apixaban and aspirin. The outcome of the event was resolved.